Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, and pain. Post-operative patient treatment included additional surgery.

Manufacturer narrative:
Additional info: a1, a2, a3a, b5, b6, b7, d6b, g1, h6 (patient codes, ime e2402: fibroadipose tissue), (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a I ncisional hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, pain, abdominal pain, (&) fibroadipose tissue. Post-operative patient treatment included additional surgery, diagnostic lap, (&) mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced discomfort, defective mesh, hernia recurrence, adhesions, pain, abdominal pain, & fibroadipose tissue. Post-operative patient treatment included medication, additional surgery, diagnostic lap, & mesh removal.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code, imf code, device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.